Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device. Review of the device history record was not possible as the lot number is unknown.

Event description:
Related MFR number: 2182269-2020-00111. During the procedure, when performing the transseptal puncture, advancement of the needle and of the sheath perforated the posterior wall of the left atrium into the pericardial space. When the sheath was removed to be exchanged, the patient experienced hypotension and bradycardia, and chest compressions were performed. An effusion was diagnosed via fluoroscopy, and a pericardiocentesis was performed to stabilize the patient.